Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was treated with an insulin drip and went back on the insulin pump, but his glucose level rose again. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. Ran a fixed prime and the insulin did exit. The time, date, and programming were correct. Performed a high pressure test and passed. The customer's most recent glucose reading was 309, and he has treated with the insulin pump. No further info was provided.